Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0349034v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension, product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
A consumer reported that the patient had had 23 infections on the left side starting in 2004; infections were all the time on the left side. The patient had had 23 operations since the deep brain stimulator system was put in and still had not come out right. The patient did not want any more surgeries. The right side implantable neurostimulator was working for the patient and he has it on all the time. The patient's indication for use was dystonia. Follow-up is being conducted to obtain information about symptoms, diagnostics and outcome. If additional information is received a supplemental report will be submitted.